Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 her blood glucose and insulin history is as follows. At 8:02 pm she was able to activate a new pod and her bg lower to 11.9 mmol/l (214 mg/dl).